Event description:
The pt experienced a shocking/jolting sensation. The programmer was malfunctioning and the pt could not turn off the stimulator. The pt was advised to replace the programmer batteries and retry it. The outcome is unk.

Manufacturer narrative:
(B) (4)